Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had a pod where the needle deployed early before the pod was applied.

Manufacturer narrative:
Updated h6: updated component code from none to g04092 needle. Updated type of investigation from none to b12 trend analysis, b14 analysis of production records, b17 device not returned. Updated investigation findings from none to c20 no findings available. Updated investigation conclusions from none to d16 conclusion not yet available